Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: trapliner was inserted. Upon inflation of the balloon blood coming back into inflation syringe. Providers assumed balloon was ruptured. After it was removed it was noted that the hypo-tube separated at the tip of the catheter. Upon inspection of the device, it appears the hypo-tube was damaged either from manufacturer, or upon removal of packaging, or during insertion through guide catheter. It is unknown when it was damaged. No patient harm. Successful case results.

Manufacturer narrative:
One-unit of trapliner was returned for evaluation. Blood particulates were noted on the unit. The balloon was fatigued with blood particulates within the balloon. No damages noted on the rx lumen. Weld joint separation was confirmed. Small layer of pebax at the proximal part of the half was damaged. The device history records were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a pci procedure. A trapliner was used. Upon inflation of the balloon, blood was observed to flow back into the inflation syringe. Damages are likely to have occurred during use in the procedure. Per IFU, states the following precaution: - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. Vessel was lad. Trapliner was prepped without any issues. Trapliner broke at the flex point and was removed. It is likely that the catheter weld joint was damaged during use leading to partial damage at the hypo tube causing blood to flow back in the balloon and back into the syringe. The complete separation could have then occurred when removed from the body. Account stated that the trapliner was intact when removed in its entirety and then separated. Procedure was completed with another trapping balloon unit. No patient harm noted, and procedure outcome was successful. Based on the information, the most likely root cause of the issue is operation context and/or unintended use error.